Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 444 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to it being bent. The customer was sent a new sensor.

Manufacturer narrative:
Evaluated one opened and used sensor, performed resistance test and passed per specification. Also, performed buffer test and sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.